Manufacturer narrative:
Doctor intervened by simply removing needle with fingers, as it was partially exposed. By design (shape of nose cone and length of needle), the needle can never be fully implanted if it separates and remains in the patient. What reporter refers to as ¿outer lumen¿ is the handpiece nose cone, or protective sheath.

Event description:
I had my first case today at (B)(6) with dr (B)(6). It was a mid-substance debridement of the l achilles. Dr (B)(6) used 4:02 of cutting time using proper technique without any contact to the calcaneus or other bony structures. Upon removing the tx1 from the patient, the needle separated from the outer lumen and remained in the patient. Dr (B)(6) removed the needle without incident, reinserted it into the handpiece lumen to confirm that it had broken off into only 1 piece. I then instructed him to do a quick ultrasonic scan of the tendon to look for any foreign objects. None were found and the case was completed without further incident. Dr (B)(6) did not seem concerned as he was impressed with the reduction of diseased tissue, both visually and by touch. In fact, his office just called me with a second case next (B)(6).